Event description:
It was reported that a patient underwent an oblique lumbar interbody fusion (olif) surgery at l3/4 and l4/ for the initial diagnosis of scoliosis. It was reported that the flex arm 's arm would not fix properly and was unable to support the retractor base.

Manufacturer narrative:
(B)(4): the instrument was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.